Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the first post implant day of the implantable pulse generator (ipg) system, atrial electrograms appears to lined up with ventricular electrograms (egm) and it was impossible to determine lead placement. The ipg remains in use. No patient complications have been reported as a result of this event.